Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed to remove and replace the aus. No further patient complications were performed.

Manufacturer narrative:
Model number/catalog number 72404127. Serial number n/a. Batch/lot number 1000123681. Model/catalog description control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number 72400024. Serial number n/a. Batch/lot number 1000130659. Model/catalog description balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urethral atrophy, recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of atrophy and urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed, and atrophy related symptoms, and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.